Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime issue with bg values of 21 mmol/l with no symptoms. This does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.